Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s anchor had broken insitu and the lead had migrated resulting in ineffective therapy. As such, surgical intervention took place wherein the lead and anchor were explanted and replaced to address the issue. Reportedly, effective therapy was restored post op. The reported device was discarded.